Manufacturer narrative:
Initial and final MDR 1899173 - MDR 3003442380-2024-10558 - device 2 of 3. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced three infusion sets fell off during use since (B)(6) 2024. The infusion set was in use for about 24 hours. The patient resolved all the events by changing infusion set and resumed insulin successfully. No further information available.